Event description:
A minimally invasive surgery on the cervical spine for a posterior fusion of vertebrae c6 to c7 due to fracture, with intended placement of 4 k-wires and screws bilateral, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0. From intra-operative x-ray scans, the surgeon discovered that all of the 4 screws placed with the aid of navigation deviated from their intended position. According to the surgeon (treating clinician): the deviation of all of the 4 screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, one screw was repositioned to its intended location during the same surgery with the aid of navigation, while the remaining 3 screws were considered within the acceptable range (acc. Surgeon). The outcome of the surgery was successful as intended, there was no negative clinical effect due to the surgery/anesthesia prolonged by 40 min. There was no prolong of hospitalization.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since invasive surgery steps were done in the spine (with the aid of brainlab navigation) in a different position than intended by the surgeon. H6: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation.

Event description:
A minimally-invasive surgery on the cervical spine for a posterior fusion of vertebrae c6 to c7 due to fracture, with intended placement of 4 k-wires and screws bilateral, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0 from intra-operative x-ray scans, the surgeon discovered that all of the 4 screws placed with the aid of navigation deviated from their intended position. According to the limited information from the surgeon: the deviation of all of the 4 screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery,1 screw was repositioned to its intended location during the same surgery with the aid of navigation, while the remaining 3 screws were considered within the acceptable range. -the outcome of the surgery was successful as intended, -there was an increased risk of harm (risk of nerve root injury) and a negative clinical effect (reversible numbness in finger) due to the deviating placements. There was no actual harm nor other negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia time prolonged by 40 min. -early removal of all implants is planned for this patient once successful bony fusion is achieved. It remains unclear whether this decision was prompted by concerns regarding potential risk of harm or was an independent clinical decision. However, given the surgeon's confirmation that the procedure was successful as intended, it is reasonable to conclude that it was not related to screw deviation. Please note: despite multiple follow-up attempts, the surgeon did not respond regarding this matter. There was no prolonged hospitalization.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since 4 spine screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the limited information from the surgeon : the deviation of all of the 4 screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery,1 screw was repositioned to its intended location during the same surgery with the aid of navigation, while the remaining 3 screws were considered within the acceptable range. The outcome of the surgery was successful as intended, there was an increased risk of harm (risk of nerve root injury) and a negative clinical effect (reversible numbness in finger) due to the deviating placements. There was no actual harm nor other negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia time prolonged by 40 min. Early removal of all implants is planned for this patient once successful bony fusion is achieved. It remains unclear whether this decision was prompted by concerns regarding potential risk of harm or was an independent clinical decision. However, given the surgeon's confirmation that the procedure was successful as intended, it is reasonable to conclude that it was not related to screw deviation. Please note: despite multiple follow-up attempts, the surgeon did not respond regarding this matter. There was no prolonged hospitalization. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviated screws placed in vertebra at bilateral c6 & c7 with the aid of navigation is: movement of the navigation reference array due to inadvertent forces (skin pressure/rebound) applied to the reference fixation after registration but during screw placements. Movement of the reference array disrupts the coordinate system established during patient registration and causes a deviation between the pre-placement scan on which navigated instruments are tracked and the actual patient anatomy. In this case, all screws experienced a uniformly caudal deviation, an array movement warning was presented during navigation, and movement of the array was observed via the playback app during the investigation. Additionally, a crack was discovered on the fixation clamp that would allow for additional caudal/cranial shift to occur. To a lesser extent (specifically revised screw at right c6): relative movements of the spine anatomy during the surgery between the instrumented vertebra (c6) and the navigation reference array fixated at t1 spinous process, due to an insufficiently rigid connection of the anatomy in between, and the forces applied to the bone during instrumentation. In this case, a shift in the anatomy at c6 is observed upon fusing the images with region of interest at reference fixation that accounts for the additional deviation experienced/observed at c6. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation and instrument location displayed, was not recognized by the user with the appropriate and necessary navigation accuracy verification throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.